Event description:
It was reported that this right atrial lead was explanted and replaced due to high pacing thresholds. This lead is expected to be returned for analysis. No further adverse patient effects were reported.